Event description:
Customer reported blood glucose was 44 mg/dl, treated with orange juice. Customer was feeling light headed. Customer stated he accidently put in too many carbohydrates for insulin taken. Customer stated she knew why they were low and declined troubleshooting. Customer initial called in for sensor issues. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.